Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a steel cannula infusion set, with glucose measured at 328 mg/dl by cgm and 269 mg/dl by glucometer after a recent supply change; insulin on board was 7.4 units and only a high glucose notification was present. Symptoms included elevated blood glucose without other reported clinical manifestations. Outcomes included self-management with monitoring, no emergency care, and subsequent improvement in glucose to 187 mg/dl. Investigation included remote troubleshooting, review of notifications, verification of priming, assessment of insulin delivery via a drop test upon disconnection, and inspection of the cartridge for leaks. Investigation of this case revealed evidence of flow through the set with no observed leaks or device alarms, and no device component failure identified, while stress was noted as a potential contributing factor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.